Event description:
It was reported that the patient had a 30cc intra-aortic balloon (iab) inserted in the cardiac cath lab. While in the operating room, the iab was exchanged to a 40cc. The nurse noted that the volume on the console still read 30cc several hours after exchange. The nurse stated she pushed the balloon volume button and the message read, volume at full volume 100% 30cc. She checked the connector and it was a blue 40cc connector. She disconnected & reconnected driveline tubing, with no change in volume. At that point the nurse pushed the reset button and the volume changed to 40cc. The nurse phoned the hot line to inform arrow of the issue and to find out if after several hours at 30cc it was okay to increase the volume to 40cc. The clinician and the nurse discussed decreasing the volume as low as 66% within recommendations; the nurse said she should have no issues returning to full volume from 75%. The plateau pressure was checked to make sure the 40cc volume was correct for the patient's aortic diameter. The clinician also told the nurse that the pump should be sent to biomed when it was disconnected from the patient.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.